Manufacturer narrative:
Current information is insufficient to permit conclusions as to the cause of the events. Event details and product identification was not provided for the patients mentioned in the journal article. The following sections could not be completed with the limited information provided: date of event - unknown; brand name - unknown; catalog number, lot number and expiration date - unknown; date implanted - unknown; date explanted - unknown; initial reporter - the article was written by nahum rosenberg, lars neumann, amit modi, istvan j mersich and angus w wallace; bmc musculoskeletal disorders 2007, 8:76 doi:10.1186/1471-2474-8-76, published: 4 august 2007 and the article is available from: http://www.biomedcentral.com/1471-2474/8/76; 510k number - unknown; manufacture date ¿ unknown.

Event description:
Information was received based on review of a journal article titled, "improvements in survival of the nottingham total shoulder prosthesis: a prospective comparative study¿ which studied the impact of changes in design of bio-modular and nottingham total shoulder prostheses on survivorship rates. The study was separated into three groups; group 1 followed 90 patients with the biomodular system, group 2 followed 103 patients with the initial nottingham tsr and group 3 followed 34 patients with the current nottingham tsr system. The study for group 1 was conducted over a period of five years (1989 - 1994). The study for group 2 was conducted over a period of three years (1994-1997). The study for group 3 was conducted over a period of 2 years (1998-1999). The journal article reports that twenty-four (24) failures occurred in the bio-modular group (group 1) and are as follows: thirteen (13) failures due to glenoid loosening, four (4) bearing failures, two (2) failures due to infection, five (5) failures due to dislocation. The journal article reports that seventeen (17) failures occurred in the initial nottingham tsr group (group 2) and are as follows: eight (8) failures due to glenoid loosening, five (5) bearing failures, four (4) failures due to dislocation. The journal article reports that two (2) failures occurred in the current nottingham tsr group (group 3) and are as follows: one (1) failure due to glenoid bearing disassembly, one (1) failure due to glenohumeral dislocation. The author concluded that the initial nottingham shoulder prosthesis showed significantly higher survivorship than the bio-modular uncemented prosthesis, but lower than expected. Subsequently re-designed nottingham tsr system presented a high short term survivorship rate that encourages its ongoing use.

Manufacturer narrative:
The product was not available for return. Root cause could not be determined. Conditions are addressed in the package insert. Due to a lack of part and lot numbers, manufacturing, deviation and complaint histories were unable to be located and assessed. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.